Manufacturer narrative:
The device was subject to an on-site check in follow-up of the event during which it did not exhibit any deviations from specification. Log file review provided by the manufacturer revealed that indeed there was an issue during use on (B)(6). While automatic ventilation was active, the device detected an internal communication error onboard a pcb that controls the communication between user interface, gas mixer and ventilator. The workstation initiated an emergency shutdown of automatic ventilation and posted corresponding alarms. Monitoring and manual ventilation remain possible in this state. The general issue is known from earlier occurrences of the same phenomenon. Intensive evaluation of the provided information and testing of concerned materials did not result in any finding during these earlier investigations. The fact that the involved pcb is an universal controller pcb which is used in another functional unit of the entire device with the same hardware but without showing similar symptoms makes a design problem rather unlikely. A reasonable explanation would be emc disturbances beyond the immunity barriers of the workstation which is compliant to iec 60601-1-2. The device response in this situation was compliant to specification. As confirmed for the particular case, manual ventilation remains available to the full extent then. The number of similar cases, related to the same phenomenon, is within the expected range of the respective risk assessment and thus accepted. The device was in operation for nearly 19 years now which is significantly longer than the product's useful life.

Event description:
It was reported that automatic ventilation failed during use of the device. As per report, the users finished the procedure in manual ventilation by means of the built-in breathing bag; the event did not lead to health consequences for the patient. Remark: the user mentioned that this happened on two consecutive days, on (B)(6). Dräger can only confirm a corresponding event for the 13th of august. The device has no UDI as an UDI was not required at the time the device was manufactured.